Manufacturer narrative:
An itotal implant kit of the incorrect serial number was implanted. Review of the device history record indicates the device was manufactured to specification. The device label retains were reviewed and met specification. It appears that device serial number was not verified by the user prior to implantation. Itotal IFU contains warning statement indicating that the implant should never be used for a patient other than the patient for whom it has been ordered. IFU also states that, prior to use, the serial number on the implant must be carefully inspected to ensure that it matches the patient.

Event description:
An itotal implant kit of the incorrect serial number was implanted.